Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-27 additional information from the patient reported that they had the 2 ins's and the leads placed on both sides removed because the healthcare provider (hcp) said "it didn't look right." The hcp then implanted one lead and one ins on the left side, and the patient is unhappy because they wanted it on their right side. It was then indicated that the hcp used a new lead but kept the ins that was not dead from the explant and just moved it to the left side. The patient repeated that it is a 3 inch lead and believes it is too small, and also thinks that the ins is too low.

Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va0x6qk, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va0x6qk, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer and a health care provider (hcp) via the patient reported that they had surgery on (B)(6) to implant a second implantable neurostimulator (ins) system on the left side. It was confirmed that this was not a replacement, as their initial implant was on their right side; the patient had two active systems. The patient believed the implanting hcp made a mistake and put the wire on the wrong spot; they thought the hcp had put it "on the spot for bowel incontinence" even though the patient needed it for urinary incontinence. The patient thought this because they were getting stimulation in the buttocks and rectum and it was also causing them constipation. The patient reported it was hard to have a bowel movement. The patient had told their hcp about their concern, and the hcp reportedly would not fix it because they took an x-ray which showed it was placed in the correct spot. The patient still believed the lead was "actually placed..." In the s3 foramen. This comment remains unclear, as the s3 foramen is typically the intended lead target. The patient reported the hcp's solution was to tell them to turn it off when they wanted to have a bowel movement. It was noted that this was considered a sudden change in therapy/symptoms. The consumer later reported that the patient had stimulation in the wrong location. The patient's new ins had never been effective for their bladder symptoms. The patient thought the hcp messed up the lead wire placement, but the hcp told them the leads were in the perfect position. The patient had gastrointestinal issues since implant was having difficulty passing bowels. The consumer further reported that the patient's family member thought it just started to not work as well and it was kind of a problem. The patient's initial hcp told the patient they were fine and were in the right place, but the patient went to a second hcp who told them they were not in the right place and the battery was up too high. The patient just had revision surgery because the 2 inss were not providing the benefit and 1 of the 2 inss they had was removed. As for the revision the patient's family member was not sure how they did it as the patient had 5 incisions, 1 on the left side, 2 on the right side, and 2 in the middle. The patient's right ins and right lead were removed and the patient's left lead was replaced on (B)(6) 2016. The patient was trying to turn stimulation down because it felt pinching, but they were unable to. The patient had uncomfortable stimulation and therapy was confirmed to be on. The patient was able to successfully sync and was set on program 4 at 2.2v and was able to successfully turn stimulation down. Decreasing the amplitude eliminated the uncomfortable sensation. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. Refer to manufacturer's report # 3004209178-2016-05561 for the patient's first ins being removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.